Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to customer service they experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with serratia marcescens in the culture and a wbc count of 16,018/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg daily for two weeks. The patient recovered from this event and continued ccpd therapy on the same liberty select cycler at home. The patient¿s symptoms reappeared with abdominal cramping and received an additional diagnosis of peritonitis. It was reported that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from his most recent bout of peritonitis as he continues ccpd therapy on the same liberty select cycler as before these events.

Event description:
It was reported that this dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to customer service they experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with serratia marcescens in the culture and a wbc count of 16,018/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg daily for two weeks. The patient recovered from this event and continued ccpd therapy on the same liberty select cycler at home. The patient¿s symptoms reappeared with abdominal cramping and received an additional diagnosis of peritonitis. It was reported that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from his most recent bout of peritonitis as he continues ccpd therapy on the same liberty select cycler as before these events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis during pd through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is commonly found in human urinary, gastrointestinal and respiratory tracts. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.